Event description:
It was observed that during the device evaluation, the subject device exhibited an error 224. There was no patient involvement.

Manufacturer narrative:
The device was returned for evaluation. The root cause of the issue cannot be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: error code 224 displayed due to faulty cable unit connector pins that need replacement. The most probable cause is an expected or random component failure without any design or manufacturing issues. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. The complaint was reported because ¿no button function unable to white balance¿. The product analysis confirmed user request "no button function unable to white balance" no switch working no white balance showing error 224 due to bad cable unit connector pins need to replace. Additionally, found faded rear cover need to replace. No other issues were identified. A DHR review was completed, and no issues were identified. A labeling review was conducted. No anomalies were found. A service history review was performed. A risk review was performed. The failure mode related to ¿no button function unable to white balance¿ is included in the fmea. A historical review of the last 12 months of complaints related to ¿no button function unable to white balance¿ was performed and no trends were identified. A CAPA history review was performed for issues related to ¿no button function unable to white balance¿ and no capas were found. The complaint is confirmed, the device has no button function unable to white balance" no switch working no white balance showing error 224 due to bad cable unit connector pins need to replace. Additionally, found faded rear cover need to replace. The most probable cause of the complaint is d-02, which is expected or random component failure without any design or manufacturing issue. No further escalation is required.